Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a gyn procedure, the white seal on the top of the white disc came off and went into the pt. The piece was retrieved. The case was then completed with no pt consequence.